Event description:
The patient's generator and lead were explanted and returned to the manufacturer due to the patient's death, which was confirmed by the physician to be unrelated to seizures or vns. Product analysis was performed on the explanted product. The findings from product analysis on the returned lead portion was consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were identified. A large portion of the lead assembly (body) including the electrode array section was not returned for analysis, and therefore an evaluation and resulting commentary could not be made on that portion of the lead. Product analysis was also performed on the generator. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery was measured at 3.041 volts during completion of the final electrical test showing an intensified follow- up (ifi) = no battery status condition. There were no performance or any other type of adverse condition found with the pulse generator. Reviewing the stored data within the generator, low impedance readings were observed on the patient's vns system. A review of device history records for the explanted generator and lead confirmed that no unresolved non-conformances were found. No other relevant information has been received to date.